Event description:
Additional information was received that the patient had intraoperative acute kidney injury (aki). The patient underwent hemodialysis from (B)(6) 2023 to (B)(6) 2024 in the context of low left ventricular assist device (lvad) flow, hypotension, and bacteremia. The patient was left with a diagnosis of non-recovering aki.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the reported patient outcome, and the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be determined throughout this investigation. No autopsy was performed. The device was not explanted and returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, infection and death, that may be associated with the use of the heartmate 3 lvas. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on palliative care. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was placed on palliative care because they were failure to thrive with renal failure and did not want hemodialysis. The death was not device related and the device performed with no concern.